Event description:
It was reported that this pacemaker exhibited far field oversensing on stored electrograms (egms). Technical services (ts) recommended further review. No adverse patient effects were reported. This device remains in service.